Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed on the ventricular channel via remote transmission. Programming changes were recommended; device remains implanted. No further information available.